Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: mbt revision cem tib tray sz 4 knee tibial tray component; pfc*sigma tc3 fem rt sz5 knee femur component; tc3 rp tibial insert s5,10.0 knee tibial insert component; pfc*sigma/ov/dome pat 3peg,38 knee patella component; unknown bone cement; mbt tray sleeve por m/l 45mm knee metaphyseal sleeve component; pfc sigma fem stem bolt knee femur stem component; pfc sig flut fem rod 5dg16x125mm knee femur stem component; p.f.c.* flut tib rod 115x16mm knee tibia stem component; pfc sigma fem post aug sz5 8mm knee femur augment component; pfc sigma fem post aug sz5 8mm knee femur augment component.

Event description:
The primary surgery performed on (B)(6) 2018. It was reported that the surgeon recognized that infection on the patient¿s knee on (B)(6) 2018. Since the surgeon could not control the infection, implants were explanted from the patient's knee joint due to postoperative infection, and cement spacer was placed in the patient's knee joint for treatment the knee joint infection on (B)(6) 2018. There was no surgical delay. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: product code: 129454110, lot number 663510. Device history review: review of the device history records did not reveal any related manufacturing deviations or anomalies. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.